Event description:
A caller reported a malfunction on the insulin pump after it was dropped. The impact on the customer's blood glucose level was not specified, as the caller declined to answer whether it exceeded 500 mg/dl. To address the issue, the customer planned to use multiple daily injections (mdi) as backup therapy until the pump was replaced. Technical support arranged for a replacement pump, advising the caller on necessary precautions and instructions for using the new pump and returning the defective one.